Event description:
The incident was reported by the massachusetts department of public health. The event involved a secondary set, secure lock, 34 inch where small black dots were observed on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).